Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that suture placement with three proglide devices were achieved in the mildly calcified and tortuous right common femoral artery via 7fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly, the proglide knots were advanced; however, hemostasis was not achieved with the pre-placed sutures of the three proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.